Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and lost consciousness. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl. Customer was treated with food and soda for low blood glucose. Customer did allege the insulin pump was over delivering because the low level was lasted for several hours and was unusual behavior. The customer experienced symptoms such as shaking. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.